Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: e1: address, event site name, e2

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a system malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site telephone: +(B)(6). A getinge field service engineer (fse) was dispatched to the site and evaluated the unit. Fse was able to reproduce the reported issue that is system malfunction (fault code #51) and due to expensive repairs, the equipment was returned without being repaired at the direction of the hospital staff. Fse have explained to the hospital that the equipment cannot be used and have agreed to it. The device was not repaired.

Event description:
N/a.